Event description:
It was reported that on (B)(6) 2010, an rx promus stent was implanted in the left anterior descending artery with no reported issue. On (B)(6) 2011 revascularization was performed as edge stent stenosis was observed. The patient had been experiencing dyspnea on exertion, indigestion and bloating. The patient was discharged on (B)(6) 2011. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. In this case, there were no reported product deficiencies. The reported patient effects of dyspnea, stenosis/restenosis are listed in the promus everolimus eluting coronary stent system instructions for use as known adverse events. Although a conclusive cause for the reported patient effects and the relationship to the device, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacture, design, or labeling. You are receiving this MDR report from abbott vascular because boston scientific corporation distributes promus as its own brand labeling of abbott vascular's drug eluting stent in the us.